Manufacturer narrative:
D4: device serial number populated. D10: the device was returned to the manufacturer for evaluation on 21 july 2020. H6: method, results and conclusions codes populated now that device evaluation complete. Device evaluation: the device was returned and evaluated on 23 july 2020 by a cross functional engineering team. The outer sheath was returned with the device, in good working condition with no kinks identified. With the outer sheath removed, biologics were present on the outside of the device''s outer jacket. There was a small kink 7cm from the distal tip. No breach or broken fibers were seen at this area of the device. At the distal tip and proximal coupler of the device 2/3 of the fibers were dead. A kink was present on the device''s working length, just distal to the bifurcate handle of the device. There was a confirmed breach in the outer jacket and broken fibers in this area. Historically, the manufacturer has seen this failure at the bifurcate when excessive forces are applied to the side of the outer jacket at or near the bifurcate. The device becomes kinked and then broken fibers at the area of the kink produce laser energy, which creates a breach in the outer jacket. It was reported that after significant manipulation of the laser catheter during the procedure, dr. (B)(6) felt a burning sensation in his hand. Due to this report and the evaluation findings, this event is determined to be a use related failure. H3 other text : placeholder.

Manufacturer narrative:
The manufacturer is awaiting return of the device for evaluation but it has not been returned at this time. Although the device has not been returned or evaluated, historically the manufacturer has seen this failure mode when excessive forces are applied to the side of the device's outer jacket distal to the bifurcate handle on the device's working length. With this excessive force the device becomes kinked and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket.

Event description:
A lead extraction procedure commenced. It was reported that the physician was lasing with a spectranetics glidelight laser sheath and felt a burning sensation in his hand. After inspection by the physician, a red light was seen through the outer jacket of the device near the bifurcate handle. The procedure continued using the same device, however the laser was put on standby and manual manipulation was used. The physician required no treatment and there was no reported patient injury. This event is being reported due to the potential for exposure to manufacture materials as well as inadvertent exposure to laser energy/radiation. The manufacture is anticipating the return of the device for evaluation but it has not been returned at this time.